Event description:
It was reported the gastrointestinal videoscope experienced e315 unsupported scope error. This issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise image occurs. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction communication error: event not confirmed, cause not established. Based on the results of the investigation, it is likely the following led to the malfunction noisy image: due to deformation of plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.